Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that following a trickle charge, the implantable neurostimulator was found to be at eos. It was noted that the implantable neurostimulator is currently not working, and the patient needs to have an MRI. According to notes, a nurse had successfully put the patient into MRI mode in (B)(6) 2021, and the implantable neurostimulator was working.